Manufacturer narrative:
Batch review performed on 26 july 2023: lot 1904796: 60 items manufactured and released on 11-july-2019. Expiration date: 2024-06-26. No anomalies found related to the problem. To date, 44 items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 2 years 9 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.